Event description:
Left breast implant infection, followed by excision of left implant inframammary crease, implant removal, irrigation of debridement of pocket, sterilization of implant, culture of wound and reclosure with replacement of implant.